Event description:
The customer reported that pump serial number (B)(4) does not recognize a closed door. There was no pt injury reported. This occurred on the surgery floor. No further info was available.

Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for eval. At this time the eval is not complete. A supplemental report will be submitted once the investigation is complete.